Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an ercp procedure on (B)(6) 2010. According to the complainant, the patient presented in early may with a common bile duct stricture. A histological analysis revealed that the stricture was an adenocarcinoma. The wallflex stent was successfully implanted on (B)(6) 2010. In (B)(6), the patient presented with cholangitis. According to the physician, although the stent was still in the correct location, the proximal end was "highly likely" to have tissue ingrowth. Therefore, the physician decided to remove the currently implanted wallflex stent and replace it with an identical one. During the removal procedure, rat tooth forceps were used to grab onto the retrieval loop of the stent; however, fluoroscopy revealed that the proximal end of the stent was not "necking" down and would not collapse when pulled by the forceps. The stent was still in the correct location following these removal attempts. The physician then decided to implant another 10 x 60 wallflex fully covered stent within this stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - cholangitis; non-surgical medical intervention required. (B)(4) - unable to remove stent. (B)(4) - stent blocked. Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.